Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 021. On the same day the sensor was inserted, the patient called her doctor, telling him that the cgm was giving her inaccurate readings, and her doctor advised her to contact an ambulance. No cgm values, bg values or symptoms at this time were reported. She called the paramedics, who arrived at 12:30 pm. Paramedics checked her bg which was 47 mg/dl; however, the cgm was reading 297mg/dl. Paramedics gave her 15 grams of glucose, started an IV of nss, and gave her zofran for nausea which developed when the paramedics had already arrived. She was taken to the hospital and arrived around 1:15 pm. At the hospital she had unspecified bloodwork and a urinalysis, and the results were normal. At the time of the report later the same day she was home, had no injury, and was stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.